Manufacturer narrative:
The customer¿s report that blood was coming out from the deformed oval connector end was confirmed. Visual inspection identified the smartsite component to be oval in shape. Functional testing confirmed the customer¿s experience as leakage was identified from the oval-shaped smartsite. The root cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The cause for this level of excess heat was not identified.

Event description:
The reported feedback suggests that blood was coming out from the deformed oval connector end.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that blood was coming out from the deformed oval connector end.